Event description:
Physician performed a wound debridement at the chest incision on (B)(6) 2021. All signs of infection are now resolved.

Event description:
Patient presented back to the physician with continued infection at the ipg incision site. Physician prescribed intravenous antibiotics and the device was subsequently explanted by the physician to resolve the infection.

Event description:
Patient presented to physician on (B)(6) 2021 with very large lump on chest. Physician prescribed clindamycin to resolve the issue.